Manufacturer narrative:
Device received with broken battery tube thread and cracked lcd display window corners noted. Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Connector was inspected and locked on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the act button was not always responsive and also had low battery. The insulin pump will not be returned for analysis.